Event description:
Reporting status: death. Reporting rationale: death occurrences post stent implantation. Device issue: no device malfunction has been reported. It was reported via the real registry that from july 2002 to june 2006, data from all percutaneous coronary interventions (foreign country) were prospectively recorded in the real registry. Elective and urgent patients (excluding stemi patients) were considered, and the incidence of death, non fatal myocardial infarction (mi), tvr, angiographically definite stent thrombosis (st) and mace were compared between patients receiving des versus those receiving ccs. The study was to evaluate two years outcomes with des versus ccs, in routine clinical practice. Des use was associated with less tvr and mace, death/mi and st were similar in des patients and ccs patients. The use of des resulted in lower rate of repeat revascularization compared to ccs, without significant differences in terms of death, mi and definite stent thrombosis, during the two year follow-up. No additional event or patient information is available.